Event description:
New information received notes that corrective programming changes were performed on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, far-r wave oversensing leading to inappropriate mode switch was discovered on the patient's implantable cardioverter defibrillator. No programming changes were made. No patient symptoms reported.